Manufacturer narrative:
Device eval by MFR: the device was returned and analysis completed. The returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the guidewire lumen is separated 133.2cm from the hub. The balloon is separated 138.1cm from the hub. There are multiple kinks to the shaft. Microscopic examination revealed no additional damages. The distal end of the separation did not return for analysis. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon detachment occurred. The 99% stenosed target lesion was located in the not tortuous and severely calcified superficial femoral artery (sfa). A sterling balloon catheter was advanced for dilatation. However, during the procedure the balloon broke. An unsuccessful attempt to remove the detached balloon component was made using a lasso. There were no further patient complications and patient condition was good post-procedure.

Event description:
It was reported that balloon detachment occurred. The 99% stenosed target lesion was located in the not tortuous and severely calcified superficial femoral artery (sfa). A sterling balloon catheter was advanced for dilatation. However, during the procedure the balloon broke. An unsuccessful attempt to remove the detached balloon component was made using a lasso. There were no further patient complications and patient condition was good post-procedure.